Event description:
Customer reports to have received sensor errors. Customer also reports to feel pinching at site, but is not sure if it's internal or external. Customer will watch tutorial again for insertion instructions. Customer's blood glucose was unknown. Customer also reports of having low blood glucose of 26 mg/dl, but was not wearing glucose monitoring system, therefore low blood glucose was not detected. Customer treated for low blood glucose and was feeling fine. Customer was as at work and was not able to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.